Event description:
The high impedance was confirmed to be a true high impedance event as the software version was v1.0.2.4.

Event description:
During attempts at product return, it was revealed that the facility discards all explanted devices.

Event description:
It was reported that the patient was referred for a full vns replacement surgery due to high impedance being observed on the patient's vns. The patient underwent full vns replacement surgery. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.